Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a procedure on (B)(6) 2016. According to the complainant, the scope could not be inserted into the sheath. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath was kinked, flattened and bent. Additional information received on march 06, 2017. It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteral lithotomy procedure on (B)(6) 2016.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: the sheath and dilator were returned for analysis. A visual examination of the returned device found that the sheath was kinked and flattened approximately at 10.5cm from the hub and was bent at 4cm from the distal from the distal end of the sheath. Numerous whitened areas caused by stress were also noted. The noted defects likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a procedure on (B)(6) 2016. According to the complainant, the scope could not be inserted into the sheath. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath was kinked, flattened and bent.